Event description:
Rescue personnel were transporting a pt to an "air evac" and connected the device to the pt for cardiac monitoring and for transcutaneous pacing, if needed. According to the rptr, the device would not monitor the pt with the quick look defibrillation paddles function. The pt was monitored in leads position and no adverse affects to the pt were reported as a result of the reported malfunction.